Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was noted to be cracked after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement and two sutures were required. Additional info has been requested.